Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging error 6 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject product(s) has been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 1 ¿ (12/30/2014). The patient¿s meter has been returned on 9/8/2014 and evaluated by lifescan product analysis on 12/18/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.